Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of audio beep anomaly from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer stated that he received a constant tone when he pressed act to wind the piston into the reservoir. The customer stated that an alarm did not occur prior to the constant tone. The customer stated that the buttons were not responding and he took the buttons out of the pump. The customer attempted to reprogram the pump and there was a constant tone. The customer was assisted in the self-test. The test passed. The customer was advised to monitor the pump.

Manufacturer narrative:
The pump was received with intermittent frozen display, no button response, and a constant audio alarm tone. The problem was isolated to the motherboard. Unable to perform the full functional testing due to the frozen display. No cosmetic damage was noted during physical inspection.